Manufacturer narrative:
Follow-up #1: date of submission 03/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. The battery compartment was found to be intact. Evidence of a short battery life was observed in the black box. Current draws were found to be within specifications. The "battery life" issue complaint could not be duplicated during the investigation. The pump case was removed for further investigation and there was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas, but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.